Event description:
While using synthes reamer/irrigator/aspirator for intramedullary (im) nailing of right tibia the inner drive shaft connector tooth broke off. Product # 314.743 (520mm ria drive shaft) lot# 14780-01. The surgical field was searched with some fragments found. The bone graft material was x-rayed with sliver of metal found and removed.